Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported slurred speech, confusion and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient they were confused and had slurred speech. The patient's blood glucose (bg) values dropped to less than 23 mg/dl. No further details to report.